Event description:
A customer contacted beckman coulter inc. (Bci) stating operator pinched her hand in the gripper of decapper module while trying to push samples into the module. It is not known whether the module was paused. Per the operator she paused the decapper but possibly she only put the instrument in manual mode thinking she paused it. The operator went to the emergency department. There was no biohazard exposure and operator has returned to work.

Manufacturer narrative:
The failing bearing was stopping the belt and preventing tubes to pass. A field service engineer (fse) went on-site and replaced the bearing and spacer, cleaned and oiled and reinstalled pusher pin spring. Fse verified operation and the system is operating acceptably now. Fse informed the laboratory supervisor that operators must pause the instrument to deactivate the decapper.